Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 290 mg/dl at the time of incident and 470 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with bolus for high blood glucose. Customer reported they contact their health care professional regarding the high blood glucose. Customer reported that the insulin pump was not on auto mode at the time of incident. Customer stated infusion set had leak and location of leak was quick release. The device will not be returned for analysis.